Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of antibiotic fluid was flowing up into the primary infusion tubing despite having a backcheck valve. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: secondary set, MFR/model/lot unk; baxter, 1000ml IV bag of 20meq potassium chloride lot: c985192 exp: january 2017; baxter, 50ml IV bag of 0.9% sodium chloride, lot: p333781, exp: october 2016, therapy date: (B)(6) 2015. The customer¿s experience of backflow was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a particle, identified to be pvc, between the housing seal and the diaphragm. The cause of the check valve failure is due to a pvc particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.

Event description:
The customer reported that a secondary infusion of antibiotic fluid was flowing up into the primary infusion bag despite having a backcheck valve. The rn hung the antibiotic at 1657 and upon returning to the bedside at 1715 the ivpb bag was empty. The total infusion should have lasted 30 minutes. The rn turned the pump off and during the bag inspection noted the secondary was flushing back into the primary IV bag. No patient harm was reported.